Event description:
It was reported that the inflatable penile prosthesis (ipp) presented a device puncture and fluid loss, sustained during an unrelated procedure. A surgical procedure was performed, and the surgeon decided to implant a malleable prosthesis (tactra), considering the patient's progressive loss of manual dexterity. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).